Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) contacted the customer to go through troubleshooting steps. Fse instructed the customer to reseat the blue fiber cable and reboot the system. After doing so, the system functioned properly. System was ready for use. There were no products replaced. No image or video was provided for review. Isi technical support engineer reviewed the system logs at the time of the call into technical support and identified several errors that occurred prior to the start of the procedure. Additional log reviews confirmed that system (B)(4) was used on (B)(6) 2022 for a segmental pancreatectomy surgical procedure. This complaint is being reported based on the following conclusion: the customer converted to a third party generator after ports were placed on the patient due to the erbe generator energy activation was discontinued and the system could no longer detect the generator. A third party generator was used to complete the surgical task. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted segmental pancreatectomy surgical procedure, the erbe generator energy activation was disabled and the system did not automatically recall/detect the erbe generator. Intuitive surgical inc. (Isi) technical support engineer (tse) was not contacted until after the procedure was completed. Tse reviewed the logs and noted errors 54 pointing the surgeon side console 1 (at the second channel on the vsc). Tse also found several 30 and 25596 pointing the remote arm controller 1 and 2, which tse noted was likely a queue of the problems due to errors 54. Tse instructed the caller to run a check and reboot the system. However, the customer indicated they operating room team had finished the case and was already reassessing the room for the next procedure. As a result of the reported issue, a third party generator was used to complete the procedure. There was no report of patient injury. Isi contacted the customer, but was unable to obtain any additional information.